Event description:
It was reported there was a confirmed flipped pump. The patient has a small child and she allowed her child to climb up her stomach using her pump as a "step." A revision was performed. The pump was flipped back and tied down. The physician disconnected the pump and got good flow from the catheter and retied the pump back down to the fascia. The patient status at time of this report was alive; no injury. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).